Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical treatment while on ilet therapy. Severe hypoglycemia requiring glucagon administration and emergency medical evaluation is consistent with the reported event. Review of available information identified that the event occurred during the user's first week of ilet therapy. The user consumed cake without making a meal announcement, resulting in transient hyperglycemia to 293 mg/dl. The user reported that the ilet subsequently corrected the elevated glucose and the blood glucose level decreased to approximately 20 mg/dl within approximately one hour. The user's family administered glucagon after the user became unresponsive and emergency medical services transported the user to the emergency department, where IV therapy was administered. Follow-up education was provided regarding appropriate treatment of hypoglycemia and the importance of making meal announcements before eating. Based on available information, the event is attributed to failure to announce the meal during the user's initial ilet therapy period, resulting in subsequent glucose variability. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 20 mg/dl, resulting in emergency medical treatment. Emergency medical services were contacted, the user was treated with glucagon prior to ems arrival, transported to the emergency department, and released on (B)(6) 2026. No long-term health effects were reported.